Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to the hospital awaiting heart transplant. The patient was experiencing low voltage advisories while on battery power. The patient had a big kink in their black patient cable and there appeared to be an external coating breakdown on their modular cable. Log files were submitted for review which captured some intermittent indications of a weak connection between the batteries and battery clips that caused low power advisories mostly occurring on the white lead. There were a few voltages drops on the black lead when on the power module which appeared to be either the patient cable or system controller lead issue. The system controller & modular cable were exchanged.